Event description:
It was reported that the laparoscope, gynecologic exhibited green image. The issue was found during inspection for use of the device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: green image caused by the broken charged coupled device (r-unit). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.